Manufacturer narrative:
This report is submitted september 11, 2019.

Event description:
Per the clinic, the patient developed skin irritation at the implant site and was subsequently treated with an antibiotic (type not reported).